Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer for product evaluation. Visual inspection revealed that the lens was received cut in two pieces, most probably to make the lens explant possible. Visual inspection using a microscope at 12x magnification shows the lens can be identified as a tecnis multifocal acrylic 1-piece intraocular lens because of the presence of a diffractive ring pattern on the optic. The lens was received incomplete; part of the lens optic and edge were missing. Scratches can be seen. The lens optic is damaged. Considering the returned condition of the intraocular lens, no further investigation was possible on the returned device. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Event description:
It was reported that an intraocular lens (iol) was required to be explanted from the right eye of a patient in a secondary procedure owing to patient not being satisfied with their vision. It was stated that the patient was not happy with the 22.0 diopter zmb00 lens, hence, it had to be removed and replaced with 24.0 diopter zmb00 lens. The patient was reported to be doing fine. No further information has been provided.

Manufacturer narrative:
(B)(4): explant of the intraocular lens and unexpected post-op refraction. All pertinent information available to the manufacturer has been submitted. Placeholder.